Event description:
It was reported that alarm 25 occurred, indicating the cartridge was removed during pumping which the customer acknowledged was valid. The customer's blood glucose rose from 469 mg/dl to 600 mg/dl with ketones that were determined to be life threatening by a health care provider. As a result, customer administered a manual injection of insulin and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin which resolved the issue. Customer was released from the ER after 8 hours with no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.